Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 6/29/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Additional information was received on 21-sep-2021. This adverse event was discovered during use of biosense webster products. Patient outcome of the adverse event: no residual effects. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 79 year old male (54kg) patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, sinus rhythm was shifted to atrial fibrillation. Cardioversion was performed with a competitor's catheter, beeat, which was placed in the body. As a result, ventricular fibrillation occurred. The device evaluation was completed on 23-jul-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thmcl smtch sf bid catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone:( B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old male (54kg) patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, sinus rhythm was shifted to atrial fibrillation. Cardioversion was performed with a competitor's catheter, beeat, which was placed in the body. As a result, ventricular fibrillation occurred. After 1hour and 20minutes since the procedure was started, isolation of left atriopulmonary vein was completed. Thermocool® smart touch® sf bi-directional navigation catheter was placed in the right atrium to energize the space between the tricuspid annulus and inferior vena cava. At that time, sinus rhythm was shifted to atrial fibrillation. Cardioversion was performed with competitor's catheter, beeat, which was placed in the body. As a result, ventricular fibrillation occurred. Cardioversion was performed with an external defibrillator, and sinus rhythm was restored. It was checked that there was no pericardial effusion, ablation was ended. At that time a coronary angiography (cardiac catheterization) was performed, and no particular problems were found. The procedure was completed. A CT scan was also performed after surgery, but there was no problem with that either. The outcome of the adverse event was that the patient fully recovered. The physician¿s opinion on the cause of the adverse event was the patient¿s condition. According to the physician, the patient had frequent premature ventricular contractions from the beginning, and when performing intracardiac defibrillation with beeat, the cause was probably defibrillation at the timing of t wave.